Event description:
It was reported that a spectrum infusion pump was alarming system error 322 in the medical surgical care area.. Nit was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.